Event description:
During a pacemaker replacement procedure, the physician observed damage to the insulation at the connector level. A second lead associated to the case was identified to have the same change (B)(4).

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica crm (dated oct. 29, 2009), sorin is filing this MDR at this time. (B)(4). Conclusion: no manufacturing defect was identified during the course of the analysis, and signs of appropriate fabrication were identified. As indicated in the report of the physician, two leads with the same symptoms were involved. The other lead mentioned (B)(4) has the same connector design compared to the subject lead (B)(4). The analysis concludes that the leads were placed under considerable tension, while implanted, which caused the identified detachment of components. This could be attributed to patient physiology or to the technique used by the physician when the leads were implanted. The results of the subject investigation are retained and utilized for trending purposes.